Event description:
It was reported that the customer was refilling her insulin pump and could not put the reservoir in. Customer stated that it was only going a little bit more than halfway. Troubleshooting was performed and it seemed that the piston was not functioning properly. Customer had an unexplained high blood glucose level of 500 mg/dl yesterday. Customer was able to correct it with a bolus. Customer declined troubleshooting since pump is being exchanged. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.